Event description:
It was reported that stent damage occurred. The target lesion with a bend of less than 90 degrees was located in a coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment; however, during insertion the distal part of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the lesion has 90% stenosis, severely tortuous and severely calcified lesion.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion with a bend of less than 90 degrees was located in a coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment; however, during insertion the distal part of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported.